Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-03212. It was reported that the patient had ineffective stimulation after the patient experienced trauma. As a result, the patient had their leads explanted and replaced. Effective therapy was established post-op.